Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead is connected to the left ventricular port and is placed in the rv septum. It was also noted that the ventricular sense response pacing rate was not at the expected rate for pacing. The rv lead remains in use. No patient complications have been reported as a result of this event.